Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) after around 9 months due to the saline not getting to the cylinders. During an appointment with the physician and sales representative a tubing kink was suspected. A revision surgery was performed in which the existing pump was removed and a new component was implanted. Upon explant a kink was identified in the tubing from the pump to the reservoir. The patient did not experience any adverse events and was fine following the procedure.